Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that rep is seeing patient today for programming session and noted a couple of pairings with red values. The programming currently uses those contacts and the caller will attempt to program around them. An impedance test was run and showed the electrodes that are in out of range. The manufacturer representative worked around those electrodes in order to give the patient relief with stim. Patient is not going to see any physician to resolve the oor issue. No symptoms/patient complications reported.